Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a sleeve gastrectomy procedure, one device jammed and the second one wouldn't hold the needle. The user was able to load the devices. There was difficulty toggling, opening and closing the devices. No adverse events have been reported. The patient is currently fine.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No needle was received with device one. The visual inspection of the device one noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. There was one broken needle received loaded on device two. The visual inspection of the device two noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. The visual inspection of the needle noted that the needle was broken at the swage. Witness marks were noted on both cones, and the portion of the needle located between the cones and loading slots. A pmv needle was loaded onto each device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. Replication of the broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The reported condition occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.